Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump passed unexpected restart test and no unexpected restart alarm noted. No unexpected alarm clear anomalies. No unexpected bolus delivery anomalies noted. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly and unexpected restart alarm. Customer's blood glucose level was 21 mmol/l. Customer received a button error alarm during a bolus attempt. Customer advised the unexpected restart alarm occurred after the button error. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.